Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that there was an issue with challenger ti-p ligation clip (part # pl574t) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, the magazine was replaced, the claws were broken and found on the instrument table. Second, when another magazine was taken out of the abdominal cavity after the second needle strike, the magazine was not on the shaft and the magazine was found in the abdominal cavity. The claw was found in the shaft cavity of the applier. The complaint device was not available to be returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).